Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation, part not returned for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the imaging system would not perform image acquisitions half way through the image acquisition. Site rebooted the system and a second image acquisition was performed. The procedure was completed with the use of navigation. No information was provided on delay to procedure. No impact on patient outcome.

Manufacturer narrative:
Additional information: a medtronic representative reported that the radiologic technologist (rt) performed a second image acquisition with resolution. There was a reported delay to the procedure of ten minutes due to this issue.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.